Event description:
The customer initially reported the insulin pump alarmed button error. Customer's blood glucose was 187 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The button error alarm occurred due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). See manufacture report number 2032227-2014-45686.